Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No physical investigation or assessment has been conducted on the defective product as no actual or representative sample was returned for investigation. Protruded stylet wire most likely to occur when it was not inserted correctly, or the tube was bended or curved. However, further investigation could not be conducted to determine the actual root cause of the phenomena experienced by user as no sample was returned. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the staff tried to insert a urinary catheter in a 2 years old patient. But the staff noticed an issue. When they removed the catheter, they observed the guide had made a hole in the catheter, because there was no protection on the guide. Clinical consequences: the penis of the young patient had a slight bleeding. The catheter was removed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staff tried to insert a urinary catheter in a (B)(6) years old patient. But the staff noticed an issue. When they removed the catheter, they observed the guide had made a hole in the catheter, because there was no protection on the guide. Clinical consequences: the penis of the young patient had a slight bleeding. The catheter was removed.